Event description:
The customer stated that she was hospitalized for hypoglycemia, with a blood glucose reading of 48 mg/dl. The customer stated that the insulin pump was exposed to an xray during the hospitalization. Now the insulin pump has a partial display and unresponsive buttons. Unable to troubleshoot as the hospital doesn't carry the proper batteries. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.